Event description:
It was reported that the video system center could not be recognized after starting up. The issue occurred during preparation for a gastroscopy diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E1 - establishment full name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.